Manufacturer narrative:
On 05-jan-2016, an fse visited the customer to address the reported event. During the visit the fse adjusted the clog sensitivity board, ran controls and patient samples with no clogging errors. The fse followed up with the customer the following day and the customer reported all errors cleared. The aia-2000 is functioning as intended with all errors cleared. There was no further action required by fse. The most probable cause of the reported event was a clog sensitivity adjustment. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2070 and 2071 error messages (clogging detected) on the aia-2000 analyzer. The customer reports multiple clogging errors on samples run in cups and tubes-at least 10 plus errors. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.